Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port and a groshong catheter in two segments were received for evaluation. A complete circumferential break was noted on the proximal end of the proximal catheter segment and a complete compound break was noted on the distal end of the proximal catheter segment that was elliptical in shape. The distal catheter segment was returned and measured approximately 11.7cm in length and a complete compound break was noted on the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete compound break on the distal end of the proximal catheter segment were noted to be uneven. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported fracture, leak and identified material separation, wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device, method) h11: d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven months and four days post a port placement, the port catheter was allegedly broken in patient. It was further reported that a fluid leak was also allegedly observed. Furthermore, after the installation of contrast, contrast was identified at the tip of the catheter; however, at the intersection of the first rib and the clavicle, a fracture was allegedly identified with contrast extravasation tracking retrograde along the catheter into the port reservoir under x-ray examination. Moreover, the patient allegedly experienced shoulder pain. Reportedly, a surgery was performed to remove the port catheter. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiry date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven months and four days post a port placement, the port was allegedly broken in patient. It was further reported that leak was also observed. Reportedly, fractures identified with contrast extravasation tracking retrograde along the catheter into the port reservoir. The current status of the patient was unknown.